Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the lead was explanted due to dislodgement. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted due to dislodgement. The patient was stable. New information notes patient felt shortness of breath with exertion and loss energy. No sensing and loss of capture was also noted on the atrial lead. During the procedure attempts were made to reposition the lead but were unsuccessful due to unable to deploy and the decision was to replace the lead.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.